Event description:
Procedure type: lap chole. According to the reporter: the balloon burst after inserting 25ml of air. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4).